Event description:
It was reported by a neurologist that vns patient had high impedance during an office visit. Last known settings and diagnostics from manufacturer's programming history were within normal limit on (B)(6) 2009. (B)(4) attempts to obtain more information regarding patient from the treating neurologist have been unsuccessful to date. It is unknown if the vns device was programmed off at this point. It is likely that patient will have full revision surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.